Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the service technician noted the following action taken during testing and visual analysis: the device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. The root cause determined the event was due to normal wear. During the pre-repair diagnostic assessment the service technician identified the following failure :general worn out. The root cause determined the event was due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the battery does not function, the battery does not provide enough power for the device to function and loses power faster than normal. It is unknown if there was patient involvement or it the event occurred during a procedure. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.